Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue. (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. Customer had initially contact (B)(4) via e-mail in regards to customer wasting strips and receiving a hi reading. The customer's expected fasting blood glucose test result range is 195 - 215 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 247 mg/dl using truetrack meter and 225 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:"hi". Customer contacted (B)(4 )and (B)(4) contacted us via email in regards to customer wasting strips and receiving an "hi" reading. Customer states he felt physically well at the time of the "hi" reading. Customer states his normal fasting range is 195-215mg/dl fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.